Event description:
It was reported that after sterilization of the instrument, the hospital staff noticed the shaft of the large needle driver instrument was peeling off. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed deep scratches on main tube, 1 inch from wrist. One scratch has material removed. No other damage found. The damage to the main tube does not appear to be caused by a defective cannula.